Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was not functioning. The field service engineer found no errors on the screen upon arrival and verified that the customer had inventoried the device multiple times to ensure its functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager lock was not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.